Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used 0.7ml of vena seal adhesive to treat a 25cm lesion in the great saphenous vein successfully as per IFU. It was reported the patient suffered a deep vein thrombosis and pulmonary embolism post procedure. Other symptoms included leg swelling and chest pain. The patient was treated with anticoagulation (coumadin).